Manufacturer narrative:
The test strip lot number was not provided. The customer stated they received error 6. Per product labeling states, "error 6: test strip interference: the test strip was touched or removed during the test. Solution: turn the meter off and remove the test strip. Repeat the test using a new test strip and blood taken from a new fingerstick from a different finger. Do not touch or remove the test strip when a test is in progress." The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. At 3:13 p.m., the meter result was 2.4 inr. At 3:16 p.m., the meter result was 1.9 inr. At 4:57 p.m., the meter result was 3.4 inr. At 5:42 p.m., the meter result was 1.1 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr. The patient stopped taking their warfarin medication for 2 days based on the result of 1.1 inr and confirmed no harm or serious injury occurred.